Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. "Percutaneous direct annuloplasty with cardioband to treat recurrent mitral regurgitation after mitraclip implantation", azeem latib mbbch, et al, jacc: cardiovascular interventions vol. 9, no. 18, 2016 september 26:e191-2. (B)(4).

Event description:
This report is filed for increased mitral regurgitation and worsening heart failure post mitraclip implantation. It was reported through a research article identifying a patient with two implanted mitraclips who developed severe functional mitral regurgitation and worsening symptoms of left-sided heart failure, approximately one year following the mitraclip procedure, and was treated with cardioband annuloplasty repair. Details are listed in the attached article, titled "percutaneous direct annuloplasty with cardioband to treat recurrent mitral regurgitation after mitraclip implantation".

Manufacturer narrative:
Patient codes: device codes: (B)(4). The UDI is unknown because the part number was not provided. The device was not returned for evaluation. A review of the lot history record could not be performed because the part number and lot number were not reported in this incident. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and worsening heart failure as listed in the mitraclip system instructions for use (IFU), are a known possible complication associated with mitraclip procedures. Based on the limited information available and reviewed, there were no reported device malfunction or procedural issues during the mitraclip procedure. Possibility of a product quality issue, if any, cannot be assessed due to the missing lot number and part number information. A definitive cause for the reported patient effects of worsening mr and heart failure, and a relationship to the mitraclip device, if any, cannot be determined.